Manufacturer narrative:
One opened ophthalmic soft tip cannula in a foam carrier in a pouch along with a label was received for the report of a fitting issue with the cannula. The returned sample was visually inspected and was found to be conforming with no soft tip cannula separation or damage to the tip of the cannula observed. A dimensional inspection on the od of the cannula was performed and deemed conforming. Finally, a functional fit test was performed on the returned sample with a lab stock trocar and was deemed non-conforming. There was a tight fit between the lab stock trocar and the cannula due to damage observed in the middle area of the cannula. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. One photo was reviewed by the investigation site. The photo shows a cannula in a bag with a label stapled to the bag with same product and lot number as reported. The reported issue could not be confirmed from the photo review. The returned sample was found to be non-conforming with a product fit issue as described by the customer. The product fit issue was due to damage on the middle area of the cannula. How and when the cannula became damaged could not be confirmed; however, a manufacturing related issue could not be ruled out. All assemblies are 100% inspected for the soft tip during the manufacturing process to ensure that the product meets release acceptance criteria. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they were unable to insert the ophthalmic cannula. The surgery was completed by using alternative cannula and there was no patient harm. Procedure details have not been provided. Additional information has been requested; none has been received till date.